Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) and the remote arm controller (rac) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations were unable to reproduce nor confirm the customer reported complaint. The remote arm controller (rac) and master tool manipulator (mtm) were analyzed but the reported failure that the arm was not steerable could not be reproduced. The failure could be confirmed as having occurred via the field error logs. Failure analysis was unable to reproduce the failure report by installing the remote arm controller (rac) into pca test system and run 10 minutes sine cycle, 20 power cycle and sitting idle for 1 hour without any errors. The mtm was able to steer. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab were also passed. No repairs are required to address the reported problem. However, the complaint was confirmed based on the field evaluation, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting usm manipulation issue, an investigation was in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator left (mtml) and remote arm controller (rac) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding instrument arm manipulation issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: the customer switched to another ssc after the start of the procedure due to a defective master tool manipulator left (mtml). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that prior to start, post anesthesia a da vinci-assisted rectal polypectomy surgical procedure, the universal surgical manipulator (usm 1) was not steerable. The customer had a recoverable error and deactivated the usm. During troubleshooting, it was noted that the surgeon deactivated the left master tool manipulator (mtml) on the surgeon side console (ssc). After a reboot, the error occurred again. The technical support engineer (tse) advised the customer to use the second ssc from the system and to disconnect the fault causing one. The procedure was completed with no patient harm and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked after booting the system and the system was initially boot up without error. The procedure was completed using ssc 2 without any further complications. The patient was no patient injury and the operation was delayed because of this problem by 15 to 20 minutes.